Event description:
During the process of tightening of the screw in the pt, once the screwdriver was removed, the surgeon realized that the retention system of the screwdriver was broken. No pt harm reported.